Manufacturer narrative:
Review of patient history indicates that he had chronic total occlusion of the right coronary artery and disease throughout the circumflex and lad artery and had been placed on impella prior to the case due to the disease complexity. The perforation grade was not available. Even though this is an off label case and s4 peripheral catheter is not indicated for use in coronary anatomy, the defect of balloon loss of pressure is acknowledged as it is an expected failure mode with balloon catheters. The device was returned to shockwave medical for investigation. The balloon loss of pressure was confirmed as a minor tear was noticed on the balloon membrane. All the catheter components are intact and not missing any pieces. The production records were reviewed. The review indicated that the device met all acceptance criteria prior to being released for distribution.

Event description:
This report describes an event involving a shockwave medical s4 peripheral catheter used in an off label manner to treat coronary anatomy. The patient was male, age was (B)(6) years. The patient had chronic total occlusion of the right coronary artery and disease throughout the circumflex and lad artery. Patient had been placed on impella prior to the case due to the disease complexity. The plan was to remove impella post procedure. The calcified proximal cfx was accessed via femoral with a 7 fr guideliner. The physician initially experienced difficulty in placing the ivl initially due to vessel take off. The ivl catheter was inflated to 2 atms and 20 pulses were delivered. The balloon was then inflated to 3atms and 9 pulses were delivered before the balloon lost pressure. The catheter was removed and staining through contrast injections indicated a dissection. There was also a micro perforation noted. There was no need for a covered stent to address the perforation. The grade of dissection or perforation was not provided. The shockwave representative stated that it maybe a type ii dissection. As part of planned treatment algorithm, non-compliant balloon inflations were performed to place a 3.5x38 xience stent. During the procedure, the patient did not become unstable or have a pressure drop. The patient continued to stay on impella overnight as a precaution due to the perforation. Per last reported information, the patient was weaned off the impella day after the surgery and was doing well. The final patient outcome or date of discharge is unknown .